Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to atrial fibrillation. The physician attempted to interrogate the device but found that it was in back-up vvi mode. With no defib therapies available. The device was explanted and replaced. There were no adverse consequences and the patient condition was good after the event.

Manufacturer narrative:
The reported field events of inappropriate therapy and backup vvi was confirmed in the laboratory. Review of the device image indicated that the cause of the inappropriate therapy was noise and the cause of the backup vvi was a power-on reset. The device was tested on the bench and using automated test equipment, and no anomaly was found. The cause of the noise and power-on reset could not be determined.